Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete event information. Further information was requested but not received.

Event description:
Additional information revealed that the patient underwent surgical intervention wherein the system was explanted on an unknown date.

Manufacturer narrative:
Date of event is estimated. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient had an infection at the ipg site. Patient has been on oral antibiotics. Surgical intervention may take place at a later date to address the issue.